Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states patient had a hemi hip implanted previously that was painful. Endo head and tapered spacer were removed and the patient was converted to a total hip. Doi: unknown; dor: (B)(6) 2018; unknown affected hip side.